Event description:
The plaintiff's attorney alleged that the pt experienced an unspecified injury on unk date after the use of the product.

Manufacturer narrative:
This is one event (unspecified injury) for the same pt involving two separate products.